Event description:
It was reported that the patient experienced pain and discomfort at the spinal cord stimulation clik anchor site. The patient experienced the pain when the stimulation was both on and off. The patient underwent a revision procedure in which the clik anchor was explanted. The patient was doing well postoperatively. The explanted clik anchor will not be returned as it was discarded by the medical facility.